Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after insertion of a tampon applicator, she noticed the pledget string was short and the insertion tube was damaged. She was able to remove the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.